Event description:
I had first radial keratotomy eye surgery performed in 1989. Had 9 more procedures on left eye, four times on right eye, performed by diamond knife by eye doctor in his office as outpatient. Today my left eye is legally blind, right eye has floaters and not clear vision. I am back to wearing eyeglasses due to far sightedness in right eye (good eye) this was all to correct near sightedness. I have been miserable with eye problems ever since. Still on restatis now for dry eyes from this and ongoing eye infections, etc. I did not know who to report this to, until I came across article on internet, I know there are many others like me that have had adverse reaction to this procedure and I was referred from the original dr (B)(6) to dr (B)(6), and pushed off to other doctors. Had early cataract surgery on both eyes due to this procedure in my 40's, was told by another eye doctor that my left eye was butchered. I want to let you know about my case and it caused disability for me which I make only (B)(6) month now compared to being self employed with my hubby and making over (B)(6) year income to this. Am depressed at times with my vision difficult but keep my chin up and try to be positive, what else can I do. Reason for use: to correct near sightedness.